Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a vitrectomy procedure, the equipment displayed error message. The system was exchanged to complete the case w/o harm or injury to the patient. Additional information provided indicated the lamp presented the issue and the equipment was fine. Additional information has been requested.